Manufacturer narrative:
The events of capsular contracture and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported patient experienced ¿capsular contracture, firmness,¿ baker grade unknown, ¿abscess,¿ underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿rashes,¿ ¿tissue damage,¿ ¿pain¿ and ¿swelling.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿chronic insomnia,¿ ¿depression,¿ ¿irritable bowel, chronic gastrointestinal upset, diarrhea/nausea/vomiting on an ongoing basis; aggravation of underlying conditions including post-traumatic stress; post-operative complications after revision including pain,¿ ¿panic disorder,¿ ¿other physical and emotional manifestations that are severe and ongoing¿ and ¿disfigurement;¿ these events are not related to the device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and a fold crease. A leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on the anterior side due to surgical damage. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was a late seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side late seroma. Device has been explanted.